Event description:
During a laparoscopic cholecystectomy, the clips this happened on three separate occassions. On each occasion another clip applier was used without further incident. There was no pt consequence.